Event description:
There is a strong and unpleasant chemical smell coming from the bracoo wrist support which I recently ordered. After wearing the brace for half an hour, I removed it and had to wash my arm and wrist several times to remove the chemical smell. The brace was then washed several times and even had a room air freshener sprayed on it and nothing removed the strong stench. It seems relevant that the FDA logo is stamped on the product packaging above where it says, "made in (B)(6)."